Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (25 mg/ml at 2.757 mg/day) and dilaudid (50 mg/ml at 5.514 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the catheter was severed. The device manufacturer representative was at a case to move the pump. There was no issue with the pump. The patient just wanted the pump moved to her back. During the process of moving the pump, the catheter was severed and had to be replaced. If additional information is received, a follow-up report will be sent.